Event description:
In 2004, at the end of the plasmapheresis procedure, donor developed paleness, weakness, dizziness adn lightheadedness. Immediately, the infusion of saline was completed, a cold cloth was applied and oral fluids were given. Donor was released in good condition. However, the donor returned to the center within 5 minutes to see the medical supervisor (ms) with a complaint of periorbital and facial swelling and numbness to the face. The ms noted a rash on the donor's hand and verified the facial swelling and periorbital edema. The donor denied any itching or difficulty breathing. The donor was given tums and the center medical director was notified. The donor was given benadryl im via right deltoid. The donor was observed for 30 minutes following the injection. The ms noted the facial swelling decreased and the donor identified the facial numbing to be resolved. The center medical director was provided an update of donor's improvement. The donor was advised not to drive for 24 hours, and that they may take p.o. Benadryl in 6 hours if rash not resolved. Donor was also advised to seek additional medical attention at local ER should breathing difficulties develop and/or if symptoms return or worsen. Donor was released in good condition. The center medical supervisor followed up with the donor later the same day of the donation to verify the donor was doing well. During this conversation the donor advised that the swelling continued to decrease and there were no additional complaints. Medical supervisor advised donor that based on the signs/symptoms they have experienced with each donation, the center medical director has indicated that they are not a good candidate for plasmapheresis and the donor is permanently deferred from biolife source plasmapheresis program. The event sample was discarded by the collection facility; therefore, it is not available for evaluation. A query of the complaint database on the indicated lot number reveals no similar events. Review of production records for the plasmacell-c disposable set, anticoagulant sodium citrate, and 0.9% sodium chloride were found to be within specification requirements.